Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: a product evaluation of the prior to use devices was not performed in response to this report because the prior to use products said to be involved were not provided to cook for evaluation. However, 2 sealed devices from the same lot number provided in the report were provided. The labels match the products returned. Our evaluation of the sealed devices returned confirmed the report. Device #1: the device tray was opened, all expected components were present and intact upon opening (2 catheters, 1 handle with activation knob inserted in the handle, but not activated). The intact red activation knob was removed from the handle for inspection, the unpunctured co2 cartridge and foam were noted to be present and intact at this time. The activation knob was backlit to observe any nonconformities in the material and a crack was noted around the circumference of the activation knob near where the internal threading ends. When viewing the knob without backlighting a faint, though visible, line can be seen around the circumference of the activation knob corresponding to the location of the crack. The activation knob is marked as being formed with core pin #2. The regulator was intact with the lance and black o-ring positioned appropriately. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. Device #2: the device tray was opened, all expected components were present and intact upon opening (2 catheters, 1 handle with activation knob inserted in the handle, but not activated). The intact red activation knob was removed from the handle for inspection, the unpunctured co2 cartridge and foam were noted to be present and intact at this time. The activation knob was backlit to observe any nonconformities in the material and a crack was noted around the circumference of the activation knob near where the internal threading ends. The activation knob is marked as being formed with core pin #1. The regulator was intact with the lance and black o-ring positioned appropriately. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r. Investigation conclusion: our laboratory evaluation of the sealed product confirmed the report. The activation knob has cracked around the threaded area where it secured to the regulator during activation. A field action (reference field action 066-r) has been initiated for this nonconformance; the reported lot, w4850220, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that a patient of undisclosed gender and age underwent an esophagogastroduodenoscopy (egd) and had a gi bleed in which the hemospray endoscopic hemostat was to be used. During the activation process of the co2 [carbon dioxide] cartridge, all of the parts [of the activation knob] just broke apart in the air. The second time another, more experienced rn attempted with another hemospray unit with the same lot number and the parts flew everywhere. One part flew up towards this employee's face, knocking her face shield off her face. This was escalated to the charge rn. [Rn] brought a 3rd unit in with a different lot number, and [rn] was able to complete the process of screwing the bottom red piece in and [end user] were able to use this unit of a different lot number. [End user] removed all units with lot # w4850220 from our shelves and notified supply chain to pull any backup storage units with this same lot number for submission. This was also reported and captured under voluntary report numbers mw5158994, mw5158993: "during process of egd procedure, patient required epi injection and hemospray upon "charging" hemospray, the cartro-jet charging area exploded with an additional strong velocity. It blew off the red bottom, a spring with an additional round foam piece to multi areas of the room and included a slight cloud of the powdered content. A second registered nurse attempted to charge a newly packaged hemospray with same results except this time, the force and piece of equipment hit a staff member's face shield so hard that it was dislodged from her head." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.